Manufacturer narrative:
Device received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify critical pump error(open book image) due to blank display. Device also received with cracked case behind the device near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received critical pump error and saw red x on display. The customer¿s blood glucose level was 84 mg/dl at the time of incident. Customer stated that the insulin pump was not bumped or dropped and was not exposed to moisture. Customer stated that the insulin pump had crack. Customer stated that there was no any alarm followed by the critical pump error alarm. The insulin pump will not be returned for analysis.